Event description:
Hip implant has loosened causing intense pain and requiring surgery. Pt has not been able to sit in a regular chair since surgery. Complaints of pain to surgeon. Called it bursitis. Pt never had bursitis prior to implant. This faulty implant has robbed pt for 3 years, coming apart like this.